Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that patient had a myopic surprise with intraocular lens (model aab00). Additional information was received and it was learnt that iol was explanted due to myopic surprise. The lens was removed during a secondary surgery with unknown intraocular lens (iol). The patient is seeing 20/20 uncorrected post-lens exchange. No further information is available at this time.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: april 24, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. No issues that can cause or contribute to the complaint issue reported can be observed through visual inspection, therefore, the lens was decontaminated and forwarded to the re-measurement. The lens was measured resulting in a 24.58 diopter. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. In response to the special request, the lens was forwarded to manufacturing site for miq measurement resulting in 24.58 diopters. Document paab00 (product specification acrylic 1 pc lens model aab00) was reviewed and confirms that the product is within the optical power range. For further information, please refer to this document. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.